Event description:
The manufacturer received information alleging a ventilator was not calibrating. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text: device has not yet been returned for evaluation.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was not calibrating. There was no harm or injury reported. The ventilator was evaluated by field service engineer and the customer¿s complaint was confirmed. During the evaluation, an error code was found in the ventilator's downloaded error log. The device's inline filter, proximal filter and oxygen blending module were replaced to address the issues.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was not calibrating. There was no harm or injury reported. The ventilator was evaluated by field service engineer and the customer¿s complaint was confirmed. During the evaluation, an error code was found in the ventilator's downloaded error log. The device's inline filter, proximal filter and oxygen blending module were replaced to address the issues. The oxygen blending module was evaluated by the manufacturer's product investigation laboratory (pil) and found the oxygen blending module functioned as designed and operated without issue or error codes.